Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data and alarm history revealed records of consecutive call service alarms recorded on (B)(4) 2014. On investigation, the pump powered on normally and was exercised for 24 hours without the occurrence of call service alarms or any errors, alarms or warnings. Investigation did not duplicate the alleged issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).